Event description:
It was reported by the customer that the device was overheating during testing conducted at the user facility. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.